Event description:
Patient stated lvad had multiple alarms on (B)(6) despite controller change at home. Interrogation of the primary controller in clinic revealed low speed, low flow, pump off alarms and multiple stops (approximately 10) precipitated by manipulation of the controller and movement. Patient states he fell last year which damaged the wire and required a clamshell repair at the connection to the controller. On investigation, patient had short to shield damage at external driveline. Patient was admitted for percutaneous driveline repair by thoratec engineers on (B)(6) 2016.